Manufacturer narrative:
Findings: all buttons functioning properly. However, found corroded keypad traces. Pump received with cracked battery tube threads noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 78 mg/dl. The customer stated that all buttons don't function and there is a black circle on the device. The customer doesn't recall any significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.